Manufacturer narrative:
(B)(4). Date sent: 7/29/2024. D4: batch # t40v9t. D4: UDI: as the serial number for the device involved in the event was not provided, the full UDI is currently not available. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned reload. Visual analysis of the returned sample determined that one ecr60b reload was returned sterile. Upon visual inspection, it was observed that the blister from the packaging was damaged (ripped); the damage was noted to be from the outside to the inside. The damage found compromised the reload's sterility. Additionally, photos were provided and they showed the condition of the reported event. The reported event is confirmed. Due to the damages found on the packaging, a possible cause for this condition is due to improper handling during transit or storage; it appears that the package hit a hard surface, and this caused the reported event. Please reference the instruction for use for more information. While we have no reason to believe this contributed to the reported event, it should be noted that the device returned appears to have been used after the expiration date. Device history review: a manufacturing record evaluation was performed for the finished device batch number t40v9t, and no non-conformances were identified. Additional information was requested and the following was obtained: does the damage on the packaging compromise the sterility of the device? Yes.

Event description:
It was reported that during the esophagectomy surgery, before used on the patient, noted the packing was damaged. Another device was used to complete the surgery. There were no adverse consequences to the patient. No additional information could be provided.